Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken in pieces and stuck in the injector. There was no patient contact with the device. No resistance was observed during iol preparation. Another lens was available in stock and it was used in the same procedure. Patient is doing well. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: a photo and video provided by the customer were evaluated. The picture showed the suspect complaint lens and a haptic was observed to be detached. The video showed the complaint handpiece and the cartridge tube was observed to be slightly bent. Due to image and video quality, no further issues could be observed. As no product has been received, no further evaluation was performed. The complaint issue "lens damaged" and "stuck in cartridge" were not identified during photo and video evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.